Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarean surgery, the needle was separated from the thread and remained in the patient's abdominal cavity. X-ray was done for localized the needle and it could be removed.